Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. It was also noted that the device has not been regularly returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
In the IFU calibration test, the system loses pressure in the reservoir test and the cuff test is passed. Spontaneous deflation was reported while calibrating. No adverse events were reported as a result of this malfunction.